Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned therefore a cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a visit incorrect reprocessing practices were observed on the rhino-laryngo videoscope. The staff was not fully immersing the scopes in the detergent solution during manual cleaning and not fully immersing scopes in disinfectant solution. Also, the staff was not testing the disinfectant for minimum effective concentration (mec) according to the manufacturer's instructions. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.